Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 300, 150, 350 and 461 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.